Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), device dislocation ('migration'), abortion spontaneous ('stillbirth/ miscarriage'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and genital haemorrhage ('gen. Abnorm.bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain "), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines") and headache ("headache "), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (laproscopic and laproscopic and vaginal surgery). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, female sexual dysfunction, abdominal pain, dermatitis allergic, psychological trauma, vaginal discharge, fatigue, gastrointestinal disorder, migraine, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dermatitis allergic, device dislocation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff reported in ppf laparoscopic and vaginal. Patient received treatment for events- fatigue, gastrointestinal disorder, migraine, headache, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unknown) result: unknown. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- female sexual dysfunction, abdominal pain, genital bleeding, allergic rash, psychological trauma, pregnancy with contraceptive device, miscarriage of pregnancy, device ineffective, device migration, vaginal discharge, fatigue, gastrointestinal disorder, migraine, headache, weight gain, consumer birth date was added, lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.